Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (unknown concentration at 1.1572 mg/day) and dilaudid (unknown concentration at 12.34 mg/day) for the treatment of non -malignant pain. It was reported that an active motor stall was seen during interrogation of the pump. The caller confirmed that there were no electromagnetic imaging/magnetic sources present. It was reported that the patient was admitted to the emergency room (ER) and treated with intravenous medications for withdrawal. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis identified residue and wear in the motor gear train. If information is provided in the future, a supplemental report will be issued.